Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Weight: unknown / not provided. Unique identifier (UDI) number: unknown / not provided. Premarket identification PMA/510(k) number: k011028 and k013227.

Event description:
Doctor reported implant collar and screw fracture, tooth#15. Removed it with a trephine.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer . G6: type of report. H1: type of reportable event . H2: follow up type . H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) an unknown zimmer screw were returned for investigation. Visual evaluation of the as returned products identified fracture around the collar of the implant and screw fragment inside the drive feature. Additionally, there was bone residue around the external threads that were damaged possibly during removal of the device. Damage observed on returned implants due to trephine removal is not considered a malfunction or failure of the device. Zimmer biomet is not responsible for any damage caused by the clinician's removal of the device. Device history record (DHR) review for the lot (62662637) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62662637) for similar events (complaint category keywords: functional: fracture: implant & screw) and no other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported events were confirmed.